Manufacturer narrative:
Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection: the handle for torque limiting attachment (p/n: 03.110.005, lot #: 8881095) was returned and received at us cq. Upon visual inspection, it was observed that the torque limiting attachment was received disassembled as the mushroom head screw was missing. No other issues were observed with the returned device. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Tla handle: se_081645, rev. N/m. Pilzkopfsch: se_095174, rev. H. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint condition was confirmed for the handle for torque limiting attachment (p/n: 03.110.005, lot #: 8881095) as the returned device was missing a component. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a routine incoming inspection of a loaner set at fsl ups malden, ma site, it was observed that the handle for torque limiting attachment was found to be broken. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for complaint (B)(4).